Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the cause of the reported issue was that the apex and sternum pin connections were missing the inserts within the connector. Without the inserts, the corresponding connection pins from the connected defibrillation therapy cable assembly would not make appropriate contact.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and did not verify the reported failure to deliver defibrillation energy, but did observe noise in the test ECG waveform when wiggling the therapy connector assembly, indicating a possible loose connection. Physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing and returned the device to the customer for use.

Event description:
The customer reported that their device was unable to deliver defibrillation energy during testing. There was no patient use associated with the reported issue.